Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a loose fitting between the ac inlet connector and the power cord was found. The power cord was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The manufacturer received information alleging a ventilator was working intermittently on ac power. There was no harm or injury reported.